Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the visor was not working. A visual inspection was performed and showed the front visor is broken. This could happen when using the pump without caution, when moving the pump or using excessive force when closing or opening the visor. No manufacturing related defects were observed. Review of the device history records were performed which confirmed no inconsistencies. There were no indications to suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the visor was not working during the case and no back-up device was available. It is unknown what was used to complete the procedure. However, no surgical delay, patient injury or other complications were reported.

Event description:
It was reported that the visor was not working and stopped working at one point. No patient injury was reported.